Manufacturer narrative:
(B)(4)

Event description:
There was a system revision done because the rv lead was implanted in an artery instead of a vein. It was found that the heart was rotated and so the physician decided to do a revision. During the revision the rv lead was explanted and replaced because there was tissue in the helix and the physician was unable to get it to stick in the new position. No adverse patient events were reported. This pacemaker remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.